Manufacturer narrative:
See MDR 1920664-2010-00026 for the intraocular lens used with this delivery device.

Event description:
The doctor noticed the haptic was kinked after the lens was implanted. The incision was enlarged to remove and replace the lens.